Event description:
It was reported that the patient presented for initial implant procedure. During lead positioning, the right ventricular (rv) lead became stuck. The physician had to use force to successfully extract the lead. The lead's helix was distorted in the process. The physician elected to not use the lead, and a new one was implanted. The patient condition was stable.